Event description:
Drive medical received notice from an end user regarding an adverse incident regarding crutches that drive medical imports and distributes. Drive medical contacted the end user to gather more information. End user was using the crutches when one of the two crutches allegedly gave way and end user re-injured his foot. This report is based on information provided by the end user.